Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected a patient in the right nasolabial groove and right cheek periosteum with 0.95 ml of juvederm vista ultra plus xc. An hour and a half later, the patient experienced ¿swelling¿ of the right nasolabial fold, cheek, nasal root with ¿color tone change.¿ a ¿blood flow disorder¿ was considered with necessary emergency treatment. Two hours later, the patient was treated with 950 u of hyaluronidase. The next day, the patient was treated with 3360 u or hyaluronidase. The patient was also treated with loratadine 1tx1 week, lepofloxacin 3tx3 days, loxoprofen na total 20t (3 days + administration when pain), and 3px1 week, methycobal for 3 months. After 3 months, the event resolved.

Event description:
Correction to translation reporting treatment was provided immediately to prevent necrosis.

Manufacturer narrative:
Previous emdr submission reported necrosis. Upon further review, there was no necrosis.